Manufacturer narrative:
No product was returned for evaluation. The report of pump stops associated with the driveline being disconnected was confirmed based on the evaluation of the submitted system controller log file. The log file captured multiple pump stops on (B)(6) 2017 from 12:04:28 to 15:54:21. It appears that the driveline was disconnected at 12:04:28 then reconnected at 12:05:47. It was then disconnected again at 12:20:59. Log file review also revealed that the white and black system controller power cables were disconnected at 12:46:33 and did not appear to be reconnected until 15:54:30. Aside from these events, the pump speed remained above the low speed limit. The system appeared to be operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier):(B)(4). Approximate age of device- 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient disconnected the lvad driveline in an apparent suicide attempt. The manufacturer's technical services representative reviewed the submitted log file and observed pump stoppages due to the driveline being disconnected. It was observed that the pump was originally off for a duration of 16 minutes and then restarted for a brief second, then was disconnected again for a duration of 3 hours and 34 minutes, for a total 3 hours and 50 minutes. After the pump was restarted, the runtime parameters were baseline. The patient was reported as asymptomatic. No additional information was provided.